Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00534.

Event description:
The patient was undergoing a coil embolization procedure in the right circumflex artery in the arm using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician accessed the target vessel via the femoral artery on the right side, and attempted to detach the first ruby coil. However, the ruby coil and lantern together kicked back out of the target vessel and slipped out. In order to begin repositioning the lantern and re-gain access to the target vessel, the technician first began resheathing the ruby coil. While retracting through the microcatheter, the ruby coil detached from its pusher wire and became lodged in the rhv. It was also noted that the technician was wrapping the ruby coil wire in a loop while retracting. The ruby coil was then removed and the rhv was flushed. The procedure was completed using a penumbra coil of the same size, two additional coils, the same catheter, and the same lantern. There was no report of an adverse effect to the patient.